Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR #'s: 2134265-2009-03349, -03371. It was reported that post a stenting treatment procedure, stent damage and in-stent restenosis occurred. An unspecified size wallstent was implanted in the non-calcified, moderately tortuous subclavian vein. About six months later, restenosis occurred. An express vascular ld stent was implanted to treat the restenosis. Within a few days of implanting, the express vascular ld stent, the stent became "deformed from the force applied on the area due to external pressure from arm movement". The stent was dilated several times by an unspecified means, but the stent was unable to be fully expanded. Approximately six months later, 90% in-stent restenosis occurred again. A wanda 5.0-40, 135 balloon catheter was used to treat the restenosis. Upon reaching the lesion, the balloon ruptured on the first inflation at 8 atms after being inflated for 10 seconds. The device was removed intact. Dilation was completed with another manufacturer's balloon and the in-stent restenosis was treated successfully with the implantation of another wallstent. There were no reported patient complications. The patient status is listed as "good". This product is only ous approved but is similar to an approved us device.